Event description:
A customer reported experiencing a cartridge alarm 20 with their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, directing the customer to continue using their current pump as a backup therapy. The customer did not use fsl2+ sensors, and the pump was within warranty. Instructions were provided for placing the pump into storage mode and returning it to tandem, and a replacement pump was sent without requiring a delivery signature. The customer acknowledged the instructions and agreed to return the problematic pump.